Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Unique identifier (UDI) #: n/a. Item # unk, head, lot # unk. Item # unk, shell, lot # unk. Item # unk, liner, lot # unk.

Event description:
It was reported that approximately 6 weeks post implantation, the patient had presented with complaints of pain after they had transferred from their bed to a commode. Radiographs revealed a greater trochanteric fracture. Patient was treated conservatively. Attempts have been made and no further information has been

Manufacturer narrative:
Reported event was confirmed by review of x-rays provided. Review of x-rays identified a left total hip arthroplasty with screw fixation of the acetabular cup. A transverse fracture of the greater trochanter was observed with medial displacement of the fracture fragment. There is no evidence of loosening of the stem component. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.